Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent right inguinal hernia. It was reported that after implant, the patient experienced recurrence, dense adhesions, scar tissue, bleeding, ulcer, and growth on bladder. Post-operative patient treatment included revision surgery, repair of hernia with mesh, scar tissue excision, lysis of adhesions, and blood transfusions.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent right inguinal hernia. It was reported that after implant, the patient experienced recurrence, dense adhesions, scar tissue, bleeding, ulcer, and growth on bladder. Post-operative patient treatment included revision surgery, repair of hernia with mesh, lysis of adhesions, and blood transfusions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic right inguinal hernia repair with mesh and laparoscopic lysis of adhesions. He had revision surgery 1 year and 1 month post-surgery. The patient experienced ulcer, scar tissue, growth on bladder and required blood transfusions.